Event description:
As reported, approximately 4 years and 4 months post the initial left total knee arthroplasty, the patient made an allegation against their exactech devices but not does appear to have been revised. Because the patient filed a long form, it appears they are alleging prosthesis wear, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries.